Manufacturer narrative:
The phaco handpiece (hp) was received for evaluation. A visual assessment of the returned sample found a nonconforming cable near the handpiece strain relief. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications. The returned sample was connected to a calibrated, system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was also performed on the outer shell of the handpiece, which found the handpiece to meet alcon specifications per product specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to fail tuning. Disassembling the handpiece revealed a twisted high electrode. The sample was found to meet specifications as related to the reported events. Therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported the handpiece heats up and does not suck. Procedure details and patient impact are unknown. Additional information has been requested but not received.